Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude measurements during new cardiac resynchronization therapy defibrillator (crt-d) implant. The lead was surgically repositioned and the lead remains in service to date. No adverse patient effects were reported.